Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after loading the lens into patient's eye, one side of the haptic is unfold and she tried to wash and set position by I/a (irrigation and aspiration) hp (handpiece). But haptic still unfold. So she decided and subsequently the lens was removed during initial procedure from patient eye. Additional information received it states that one haptic unfold, another could not even with I/a help rinsing the ovd, still could not.